Manufacturer narrative:
A device history record review could not be performed because a lot number could not be provided by the customer. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Eight decontaminated samples were received at the plant for the investigation. The samples arrived without the lot number or original packaging. A sample analysis was performed, as part of the analysis the samples were visually inspected and the reported condition was confirmed, the eight samples were broken in the cone section. A definitive root cause could not be determined at this time. As part of continuous improvements, a corrective action has been opened which is designed to prevent the reoccurrence of the reported defective condition.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reports the light handle covers were cracked inside the package.